Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump was exposed to moisture and condensation is noticeable on the inside of the screen. Customer's blood glucose reading at the time of the call was 362 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed all functional testing. The insulin pump alarmed for a button error due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.